Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to an 18fr sheath. Reportedly, two proglide devices misfired and did not have a suture, one in the lcfa and one in the rcfa. A second proglide device was successfully placed in the lcfa and rcfa. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices in the lcfa and rcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was not confirmed because all components were not returned. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar needle to cuff miss incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report number.